Event description:
It was reported that the customer was hospitalized for low bgs. It was indicated that the pump delivered a spontaneous bolus during the night. The nurse did not have the pump available for testing at the time of call. Few days later, the contact called back and stated that the lead screw tested ok. The histories and bolus totals are correct.